Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had high blood glucose level. The customer reported that the blood glucose level in the morning after giving five to six time bolus was 313 mg/dl then was 372 mg/dl then 380 mg/dl, 383 mg/dl and then dropped to 245 mg/dl then 317 mg/dl and then gave bolus and blood glucose level was 417 mg/dl and 272 mg/dl. The customer did not give bolus at the time of call and changed out the tubing reservoir. The customer¿s blood glucose level was 285 mg/dl and reported can be 300 mg/dl. The customer¿s normal blood glucose range was 80 to 120 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed displacement test and it passed and performed high pressure test and it failed. The insulin pump will return for analysis.